Event description:
It was reported that the staff in the ICU gave the 16f temp-sensing foley catheter that had holes in the balloon from the factory. They only checked it prior to placing it because the first catheter that they inserted into the patient came out unexpectedly right after placement with the balloon deflate. Despite the nurse having filled it as expected. So, the one in this picture was actually catheter #2 with a balloon failure and both from the same lot. Lot # ngkr1789.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Photo sample evaluation: received (2) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 119216 and manufacturing lot number ngkr1789. The first photo provides the bd logo. The second photo provides a view of the inflation cap with lot number and material number present. The photo sample was returned and could not be evaluated for the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff in the ICU gave the 16f temp-sensing foley catheter that had holes in the balloon from the factory. They only checked it prior to placing it because the first catheter that they inserted into the patient came out unexpectedly right after placement with the balloon deflate. Despite the nurse having filled it as expected. So, the one in this picture was actually catheter #2 with a balloon failure and both from the same lot. Lot # ngkr1789.